Manufacturer narrative:
H3, h6: the real intelligence cori, pn: (B)(4), sn: (B)(6)used for treatment was returned to the designated complaint unit for evaluation. Nothing was identified visually that contributed to the reported problem. The real intelligence cori log files and/or case files were not provided to the designated complaint unit for evaluation therefore an assessment of the log files and/or case files could not be performed. Therefore, the tibia bone model generation error, as well as the reported issue where the modified tibia resection depths after tibia re-collection that made the originally planned, size four tibia appear too small, could not be confirmed. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. No patient impact/injury was reported; therefore, no further medical assessment is warranted at this time. This situation is captured in the risk assessment released at the time of the complaint. Although the reported problems could not be confirmed, a contributing factor for the modified resection depths making the tibia model appear too small would be due to the tibia surface having been recomputed differently, resulting in a change in tibial resection depth. This is expected behavior of the system. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, the tibia bone model generation error has been corrected and released in cori-v1.4.3 software.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during cori tka xr procedure, the system shows tibial bone model error. The surgeon collected more tibia points, but the model looked off. They went back to planning and the cori modified the resection depths and appeared that the size four tibia (that was originally planned) was too small. The surgeon confirmed it should be a size four and the bone model was no longer accurate to his plan, so they changed to manual instrumentation with a delay of fewer than 30 minutes.